Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down arrows less responsive and squirts insulin when priming, not always getting low reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case and a cracked case behind the device near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, the device was also received with no button response, problem isolated to the keypad assembly. Unable to verify low battery life or low battery alarm, prime or fill anomaly, drive or motor anomaly, low reservoir anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. The motor was tested outside of the device and passed. (B)(4).